Manufacturer narrative:
The customer only inverted the patient sample tube thrice and centrifuged it at 2600 g for ten minutes. The investigation determined the customer did not follow the patient sample tube manufacturer's guidelines. The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. On the field service engineer's initial service visit, he inspected the analyzer and verified the level detection cable, tube bottom detector, sample probe position, syringe, and seal were working according to specifications. He noted that the cleaner bottle sensor was faulty. In his follow-up service visit, he replaced this part. Emptied and refilled the water bottle, loaded a new cleaner bottle, and reinitialized the analyzer. The investigation is ongoing.

Event description:
The initial reporter received a questionable creatinine (creap2) result from one patient sample tested on the cobas c 111 analyzer. On (B)(6) 2025: the initial result of the initial sample was 258.0 umol/l with a data flag. The initial result of a repeat sample was 71.2 umol/l. On (B)(6) 2025: the first repeat result of the initial sample was 76.6 umol/l. The second repeat result of the initial sample was 73.3 umol/l. The repeat result of the repeat sample from another laboratory was 74.6 umol/l.